Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she took an injection of 5 units for a high blood glucose reading of 400 mg/dl. The customer stated that she did a set change and got stuck on rewind. The customer was assisted with the rewind process. The customer was advised to monitor her pump and to check her blood glucose.